Event description:
It was reported that during prior to use testing the endotracheal tube cuff would not deflate. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). No fault found. The reported defect could not be detected on the returned sample.

Manufacturer narrative:
(B)(4).